Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding axium coil non-detachment. The patient was undergoing a coil embolization procedure to treat an arteriovenous malformation (avm) which was located in the eloquent region. The patient's blood flow was normal and vessel tortuosity was minimal. It was reported that the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). The axium coil could not be detached despite three attempts at detachment using the instant detacher (ID). The physician did not try a second ID and did not try to detach the coil manually. It was noted there was no issue/problem with the ID. The coil was removed and replaced to continue the procedure. There was no harm or injury to the patient associated with this event. No medical or surgical intervention was required to prevent permanent impairment and the event did not lead to or prolong patient hospitalization.

Event description:
Additional information received reported the coil was advanced to the implantation site and at the moment of release, it did not work. Our coil ID-1 releaser was used, attempted three times, and then the doctor used both release mechanisms that the device comes with, but none worked. The coil was removed and packed in the bag.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.